Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurred. The customer acknowledged and understood these instructions.